Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a yellow wrench and red battery alarm was not confirmed. The power module (serial #: (B)(6)) was not returned for analysis. Additional provided information communicated on (B)(6) 2023 stated that the backup battery replacement was done along with the regular replacement that is carried out every year. No further alarms have occurred. The product return date is undecided, but the backup battery will be returned to amj. Currently, faulty lithium ion batteries cannot be shipped to the us for return; therefore, we have no plan to return the battery. Additional provided information communicated on (B)(6) 2023 stated that the serial number of the replaced battery is (B)(6). The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the power module (serial #: (B)(6)) and the power module was found to pass all manufacturing and quality assurance specifications. The testing documents were reviewed for the battery (serial #: (B)(6)) and the battery was found to pass all testing. Heartmate power module instructions for use cautions ¿the power module requires preventative maintenance at least once every 12 months for at best possible operation. Preventative maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable¿. Additionally, it is warned to ¿keep the power module plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours, the power module backup battery may be damaged¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the hospital's power module showed the yellow wrench symbol and had a red light illuminated after the backup battery was replaced, as part of a routine yearly replacement. All connections were disconnected and the reconnected, but the issue persisted.